Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. However, as the balloon was loaded on the wire, it was noted that there was not a balloon on the shaft. The missing part of the shaft and balloon were not in the packaging. The device was never used inside the patient and the procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of 124.2cm of the hypotube and shaft with the hub. The distal portion of the shaft and balloon was not returned for analysis. The hypotube and the shaft were microscopically examined. The shaft is stretched and completely separated 12.9cm from the midshaft bond. The fractured/separated end of the shaft is stretched and jagged which indicates the shaft separation was due to tensile forces. There are numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. However, as the balloon was loaded on the wire, it was noted that there was not a balloon on the shaft. The missing part of the shaft and balloon were not in the packaging. The device was never used inside the patient and the procedure was completed using a different device. No patient complications were reported.